Event description:
The customer reported that the system had a faulty x-ray tube. The system operates as intended.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the x-ray tube. The system operates as intended.